Event description:
New information received indicated that the lead was capped and replaced on (B)(6) 2016. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes due to noise were observed. Noise was able to be reproduced with pocket manipulation. Pacing lead impedance was slightly low, but stable. Lead remains implanted. No further information available.